Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual evaluation of the returned product identified that the folding carton is damaged and opened. The outer sterile cavity is sealed but there is damage to it. The complaint has been confirmed by visual evaluation. Review of the device history records identified no related deviations or anomalies. Root cause is attributed to damage in transit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this reporting.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the distributor the product arrived damaged with sterility barrier potentially compromised. There was no patient involvement.